Event description:
It was reported that the device has a damaged battery compartment. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The probable cause is unknown. Additionally, the dso seal was found to be separating from the bezel. The battery compartment and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.